Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely the material remained in the device due to insufficient reprocessing. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information- there was a delay to the start of pre-cleaning, which was either late or not implemented. The air/water nozzle was flushed with water and air. Manual cleaning information- there were no abnormalities with the accessories used for reprocessing. The scope was not submerged in a detergent solution. The air/water nozzle was not wiped/brushed with a clean lint-free gauze, brush, or sponge. It was further noted that cleaning may be delayed due to lack of staff. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in, it was observed, due to damage on zoom (charged coupled device), zoom did not work smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, the adhesive on the bending section cover (a-rubber) had a chip, crack and had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesives around the objective lens had white-clouded area, the adhesives around the light guide (lg) lens had a white-clouded area, the plastic distal end cover (c-cover) had a dent and was scratched, and the connecting tube had a dent/scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image with the evis lucera elite colonovideoscope was spontaneously zooming in and out. Upon inspection of the customer¿s returned device it was observed, foreign matter was found clogging in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.